Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer going to fire station due to low blood glucose level. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-025: strip inserted backwards or upside-down. Note 1: manufacturer contacted customer in a follow-up call on 25-sep-2025 to ensure the customer's condition had improved - able to establish contact with customer who stated her condition had improved and she did not currently have any diabetic symptoms. Customer stated that day prior she knew her blood pressure was elevated and that her blood glucose level had dropped and so she had gone to the fire station to have them check. Customer did not disclose her blood glucose test result when at the fire station. The diagnosis had been high blood pressure and low blood glucose. Customer was given something to drink to raise her blood glucose. Note 2: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for meter not powering on when a test strip was inserted. The customer had changed the battery within the past week. The customer is using the correct battery in the correct orientation for the meter. During the call the true metrix air meter powered on using the power button but not when a test strip was inserted. The test strip lot manufacturer¿s expiration date is 02/28/2027; product storage and open vial date were not provided. The customer reported feeling jittery; medical attention was not needed at the time of the call.